Event description:
It is reported that the pt is experiencing an implant has moved and is not at the correct angle.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unk. The device history records could not be reviewed as the part and lot numbers are unk. This device is used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation. As per the surgical technique. A definitive root cause cannot be determined with the info provided.